Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels of up to 476 (mg/dl) since beginning pump therapy on (B)(6) 2016. Customer administered insulin injections to treat bg levels. System check with tandem technical support indicated pump was performing as intended. Customer stated that their infusion site was tender. Recommendation was made to consult with health care provider to discuss diabetes management.